Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, following the procedure, the patient presented with chest pain. The CT scan showed no esophageal perforation and no patient intervention was administered. The physician expressed concern that the biopsy bite taken by the radial jaw 4 forcep was too large. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, following the procedure, the patient presented with chest pain. The CT scan showed no esophageal perforation and no patient intervention was administered. The physician expressed concern that the biopsy bite taken by the radial jaw 4 forcep was too large. The procedure was completed with this device. The patients' condition at the conclusion of the procedure was reported to be fine. This report is a supplement to manufacturer report # 3005099803-2010-00980.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Follow-up information received on (B)(6) 2010 confirmed that the CT scan showed no esophageal perforation, however, it was noted that the biopsy bite had entered the muscular layer beneath the esophageal mucosa. It was confirmed that no intervention or treatment was required. The complainant could not provide the device lot number. A review of the customer's shipment history revealed three lots that had been recently shipped. A review of the device history record (DHR) for each of these lots revealed no issues. The root cause of the patient's chest pain could not be determined. (B)(4).